Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. A generator calibration was performed during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.